Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a family/friend regarding a trial patient. It was reported that the patient was having a lot of soreness what was not localized to where the procedure was done. The caller stated the soreness was in the patient¿s stomach and she was very congested and was having trouble breathing. They stated that they went to the ER the night before the call and did an x-ray of her stomach and chest. The patient¿s stomach was fine but the patient had pneumonia in one lung. It was noted that the patient was on one antibiotic from surgery and they put her on another one. The caller stated that the way she understood it there was a problem regulating the amount of anesthesia while they were doing the trial procedure. The caller also indicated that they had to stop the IV and do an endo tube. They had to keep turning the patient over so she thought that was what the patient¿s soreness was from. The soreness was much higher than where the incisions were. It was noted that the patient was on narco for pain and was alternated with tramadol. It was further stated that the patient was going to see the doctor the next week.

Manufacturer narrative:
(B)(4).

Event description:
The patient's healthcare provider (hcp) reported that the soreness has been resolved. The hcp stated that the patient came into the office for a post-operative visit on (B)(6) 2016 and did not complain of any pain. They stated that the soreness was due to minor post-operative soreness after surgery on (B)(6) 2016 and that this lasted a couple of days for the patient.